Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that cardiac compass displayed invalid data. The implantable pulse generator (ipg) remains in use. It was further re ported that the right atrial (ra) lead exhibited under-sensing, leading to device classification of early termination of episode. The ra lead remains in use. No patient complications have been reported as a result of this event.